Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occured. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 105 mg/dl.